Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label, stained keypad overlay and stained end cap sticker.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.